Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2018.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the distal end conductors #0 and #1 were broken (overstress/damage); consistent with explant damage. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the lead, it was noted the proximal end was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer reporting that there was no reason to take an x-ray before explantation, because the patient hadn¿t used the spinal cord stimulation since (B)(6) 2017. Before the procedure the leadpoints had an impedance of >10 ,000 ohms. On (B)(6) 2018 leadpoints 0 and 1 had an impedance of 10,000 ohms, the res 407-441 ohms. There were no contributing factors to the lead breaking off during explant, according to the anesthesiologist the procedure was simple and the lead was easy to remove from the epidural space. It wasn¿t possible to remove the leadpoint during explantation so a neurosurgeon was contacted. At (B)(6) 2018 the leadpoint was removed during a laminectomy procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3878-45, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with a cervical epidural lead that was planned to be removed to allow the patient to undergo an MRI. It was reported that the lead that broke while trying to remove the complete lead from the epidural space. It was specified that #0 electrode broke off from the lead while trying to remove the complete lead from the epidural space during the explant. It was not yet known what actions or interventions will be taken to resolve the issue. It was unknown if the issue was resolved at the time of the report and unknown if a surgical intervention will be planned. The patient required an MRI scan as soon as possible. The patient was alive with injury specified as the remaining part of the lead c3.